Event description:
It was reported that a embolization coil implant broke inside of the microcatheter. Additional information about the nature of the break or device information was not available per the distributor. There was no reported injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.